Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the surgery department is having issues with the tubing separating, falling on the floor and leaking after being connected to a patient. There was no patient harm.

Event description:
The customer reported that the surgery department is having issues with the tubing separating, falling on the floor and leaking after being connected to a patient. There was no patient harm.

Manufacturer narrative:
Correction: removed incorrect lot number. The customer's report that the tubing separated was confirmed. Visual inspection showed a separation at the engagement between the set's first male exit luer end and female luer lock. After manually reconnecting the separated components, functional testing and pressure testing resulted in no further separations. The root cause of the customer's report could not identified.

Event description:
The customer reported that the surgery department is having issues with the tubing separating, falling on the floor and leaking after being connected to a patient. There was no patient harm.